Manufacturer narrative:
Additional information was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "80% avascular necrosis of the left femur necessitated the primary left hip replacement. The surgeon fractured the femur during primary replacement surgery. The patient was in a nursing home for rehabilitation for 2 weeks. Then the surgeon performed revision surgery (B)(6) 2010 but no implants were removed. The patient was then in intensive rehab for 2 more weeks in (B)(4) community hospital. The patient was non weight bearing for a month or more and using a walker until (B)(6) of 2010. The patient is still experiencing discomfort intermittently. He is now seeing md."